Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and culture tested negative, therefore the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to user, which indicates that the adverse event caused partially or wholly by the user of the device including sample handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the facility was unable to handle sterilization of bronchofiber devices and a loaner bronchofibervideoscope was suspected to be the cause of a mycobacterium chelonae infection in a patient. Retraining at the facility was performed and the device was isolated. No further information was available regarding the patient infection.